Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the resident clipped the cystic duct two times, noticed that distal tips didn¿t approximate, removed the clips, deployed two more clips, noticed the distal tips didn¿t approximate, kept the clips on the duct. Additionally, the doctor put a vessel loop around the duct, thinking there might be a stone that was causing the issue with the clips. The doctor cut out the duct with the vessel loop and verified there was no stone in the duct. The procedure was completed using the second device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p9497a. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 3 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.